Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube has been found experiencing blood back flow during use. The following has been provided by the initial reporter: when I hit the blood test tubes, the blood goes back into the vein.

Event description:
It has been reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube has been found experiencing blood back flow during use. The following has been provided by the initial reporter: when I hit the blood test tubes, the blood goes back into the vein.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to backflow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The bd vacutainer® evacuated blood collection system instructions for use provides direction on prevention of backflow. Since some evacuated blood collection tubes contain chemical additives, it is important to avoid possible backflow from the tube, which could lead to adverse patient reactions. Precautions to guard against backflow are outlined in the instructions. H3 other text : see h.10.